Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper creped and blood leaked with a bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: during nurse take blood sample from tube rack, blood sample leakage from tube stopper.

Manufacturer narrative:
Investigation: investigation summary: 1.DHR was reviewed and no qn found. 2. Manufacture records were reviewed, no abnormal was found. 3.10pcs retention tube were test on re-cap, and no loosed stopper occurred. 4. Tube molding in-process dimension inspection was reviewed, ID/od in open end is meet the specification. 5. Incoming inspection report for stopper which is used for this lot was reviewed and all dimension and hardness meet the specification. 6. No returned samples or actual defect samples for investigation, so we cant performing in-depth investigation. 7. Base on investigation above, the complaint is not manufacture issue. Investigation conclusion: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper creep out as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper creeped and blood leaked with a bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: during nurse take blood sample from tube rack, blood sample leakage from tube stopper.